Event description:
It was reported that while performing a tvt procedure one side of the tape detached easily during needle passage. During retrieval of the tape some bleeding occurred but pt made a satisfactory recovery with the tape in situ.